Event description:
The customer reported that during use of this drill in oral surgery, the patient received a cut to the lip. The customer reported that the device got hot during use and believes the cut on the patient's lip resulted from contact with the shaft of the device. The surgeon inserted three sutures to the affected area and applied neosporin ointment. To date, the patient is doing well.

Manufacturer narrative:
Investigation findings: to date, conmed linvatec has not received this device for evaluation. A follow-up report will be sent upon receipt of this device and completion of an evaluation. The instruction manual for this handpiece warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel.